Manufacturer narrative:
Handpiece had connector dent. Blade/bur not rotating since motor cable assembly was faulty and replaced. Components which were corroded were replaced. The pre repair temperature test could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that, during pre-op handpiece was getting heated. No patient involved.